Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient¿s friend/family member stated beginning on an unknown date the patient experienced a loss or change of therapy, and stated that it doesn¿t work at all. The patient would follow up with their healthcare professional (hcp). Additional information was received from an hcp on 2017-feb-08. The hcp stated that from the chart notes, the patient was quite happy with their device results at their last clinic appointment. The patient stated they were able to feel stimulation and had no accidents since the implant. The chart notes from the (B)(6) 2016 appointment were as follows. The patient is an (B)(6) white female who had a follow-up appointment for their overactive bladder. The patient was post device placement one year ago. The patient stated that it was working very well for them, there were no symptoms, no accidents, and the patient was quite happy with the results. The patient was able to feel stimulation and has another follow up appointment in one year. The urinalysis was clear. The patients active medications include apap 325 mg oral tablet, artificial tears, aspirin 325 mg oral tablet/81 mg oral delayed release tablet, atorvastatin calcium 80 mg oral tablet, combigan 0.2%-0.5% ophthalmic solution, docusate sodium 100 mg oral tablet twice a day, dorzolamide hydrochloride 2% opthalmic solution, estradiol 0.5 mg oral tablet, hydrocerin, lisinopril 20 mg oral tablet, norco 325 mg ¿ 5 mg oral tablet 1 every 4 to 6 hours, proair hfa cfc free 90 mcg/inh inhalation aerosol, quetiapine fumarate 50 mg oral tablet, sodium chloride eye ointment, systane ¿ ophthalmic gel forming solution, tramadol hydrochloride 50 mg oral tablet, travatan z 0.004% ophthalmic solution, and zoloft 50 mg oral tablet. On (B)(6) 2016 the patient¿s bp systolic was 165, bp diastolic was 79, pulse was 79, o2 sat was 96, weight was (B)(6), and height was (B)(6). A physical examination concluded that the patient was well developed, well nourished, white female in no acute distress. Their sclera was normal, pupils were reactive, normal pinna, normal sense of hearing, normal nares and mucosa, midline nasal septum, normal lips, teeth, gums, tongue, and oral mucosa, normal pharyngeal structures and appearance, uvula midline, and normal gag reflex. There was normal respiratory effort with no wheezing. There were no masses in their abdomen when palpated, no tenderness, liver and spleen appeared to be normal, and no abdominal wall hernia noted. There gait appeared normal, and the patient was well oriented to time, place, and person. The urinalysis results were negative with a ph of 6, clean catch, color was yellow, appearance was clear, glucose was negative, protein was trace, blood was trace, leukocytes were negative, wbc/hpf was none, bacteria was none, epithelials were none, yeast was none, casts were none, crystals were none, and there was not a culture ordered. Other notes include dx: other diff with micturition [incomplete emptying].